Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800550. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 1st applier failed to load properly; tried 2nd one same and 3rd so it was decided not to use them as it would be inside a patient. Additional information received states that during the one procedure they experienced 3 ae05ml where they experience issues. It was reported that they had loading issues on all 3 of the appliers - with 1 clip snapping, 1 clip not locking properly and the others misloading.

Event description:
It was reported that the 1st applier failed to load properly; tried 2nd one same and 3rd so it was decided not to use them as it would be inside a patient. Additional information received states that during the one procedure they experienced 3 ae05ml where they experience issues. It was reported that they had loading issues on all 3 of the appliers - with 1 clip snapping, 1 clip not locking properly and the others misloading.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened representative sample ae05ml autoend05 ml for investigation. The returned sample was visually exa mined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed on the returned representative sample. Using hand pressure, the trigger was engaged. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. No functional issues were found with the returned representative sample. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as there was only a representative sample returned and no functional issues were found with the returned representative sample. The reported complaint of "applier failed to load properly" could not be confirmed since the actual sample was not returned. One representative sample was returned. Upon functional inspection, no functional issues were found as all clips fired properly. The probable cause of this issue could not be determined without the actual sample.